Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the inability to advance a guidewire is confirmed; however the exact cause is unknown. One 50 cm long, 0.018 in. Diameter nitinol guidewire and one 21 g introducer needle were returned for evaluation. An initial visual observation showed use residue on the guidewire and needle. The guidewire was observed to be slightly bent approximately 2 cm distal to the distal tip. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed a loop of the outer coiled wire to be out of place at the distal tip of the guidewire. The outer coiled wire was observed to be unbroken and attached to the weld tip. The needle bevel was observed to be undamaged, however the tip of the needle was observed to be slightly damaged. An attempt was made to pass the guidewire through the introducer needle; however the guidewire was unable to pass through the point at which the needle cannula meets the luer connector hub. A non-complaint guidewire was able to pass completely through the returned needle. The sample was sent to manufacturing for further evaluation. (B)(4) evaluation the complaint due to ¿the inability to advance a guidewire¿ is confirmed as cause unknown. The line and the process were verified to check if there was some point where the guidewire could get damaged, no issues were found, in the process. The cause of this condition is unknown. A lot history review (lhr) of reay1759 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was unable to be advance after it was inserted through the puncture needle. (B)(6) 2017 - the returned guidewire has a coil extending past the weld tip.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1759 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was unable to be advance after it was inserted through the puncture needle. On (B)(6) 2017 - the returned guidewire has a coil extending past the weld tip.